Manufacturer narrative:
Retainer = clear. Customer returned pump for alleged corrosion on the battery tube spring, pump error 3, pump error 54, and battery failed alarms found on 10/7/2021. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No pump error 3, pump error 54 alarms or unexpected battery failed alarms noted during testing however, on 10/10/2021 there was one (1) pump error 54 (linenumber 1421 filenumber 32122), one (1) pump error 3 (linenumber 2803 filenumber 2002) alarm, and four (4) failed batt test (battery failed) alarms at 18:51, 18:52, and 18:53 that occurred due to a software errors. The pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: corroded battery tube spring, scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, missing serial number label, cracked reservoir tube lip, and pillowing keypad overlay. Pump error 3, pump error 54, and failed batt test (battery failed) alarms are confirmed. Pump error 3, pump error 54 alarms failed batt test (battery failed) alarms found in the history files are due to a software error. Corrosion on the battery tube spring is also confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not receive request to rewind the insulin pump. Insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarms. Insulin pump passed self test. Battery spring was corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.